Manufacturer narrative:
The following sections were updated in follow-up #1: a review of device history record (DHR) was conducted and there were no manufacturing rejects or anomalies of this type recorded in the DHR. The sheath and dilator passed all in-process and qa final inspection before shipping to the customer including visual, dimensional and leak testing. A review of complaints involving the reported lot identified no additional reports. One 14f 13cm long abiomed introducer was returned from the field. One of the split caps was detached and the other was attached to the hub. There were no other accessories. Blood was found on and inside the sheath, silicone seal and side-port assembly. Hub sections were observed to have residual adhesive. Some of the adhesive residual has split cap material still attached to hub. Upon evaluation of the returned product, it was found that the hub had a generous portion of residual adhesive in the designated areas. Additionally, the split cap that came off during the surgical procedure had a generous portion of residual adhesive. As per procedure adelante s2s introducer sheath in-process and final inspection it states "with naked eye at a distance of 12" to 18", verify the sheath hub and split caps are free of excess silicone oil applied between the seals during assembly. Verify split caps are properly placed and secured onto sheath hub and free of cracks/damages or excessive adhesive." Per the instructions for use (IFU); "never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action". Device analysis reveals that the introducer was probably subjected to stresses beyond its capabilities during use out in the field. No manufacturing defects were found. The reason for return cannot be confirmed. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Manufacturer narrative:
Conclusion not yet available-evaluation in progress. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
1. What is the date of event? (B)(6) 2017. 2. What is the name of the facility where event occurred? (B)(6). 3. What is the outcome of the patient? (E.g. Patient stable, patient alive, no injury, serious injury, death) the patient is stable. 4. What procedure was the product used for? For impella cp insertion on patient admitted with cardiogenic shock and acute mi. 5. What was the condition of the patient when presented to the physician? The patient presented with a acute mi transported in by ems. The patient had been defibrillated due to sinus tachycardia and later ventricular fibrillation. 6. Was there an issue with the product ? If yes , then provide details of the issue and answer the questions a) and b). Yes. A. When was the issue identified? (Before , during or after the procedure) during procedure/implant at right femoral artery. B. What was the user (physician/ doctor/ nurse) doing when the issue occurred? At insertion the orange portion of the hub snapped off, the physician continued with insertion of the impella despite bleeding at the site. Field rep states approx 300 cc blood. 7. Please provide the contact information of the physician who used the product to obtain additional clinical information of the event in question. N/a. 8. What is the model number and lot no. Of the device used? Oscor 14fr x 13 cm. L/n c1-13346. 9. Was there any additional devices used during the procedure? A new oscor 14fr x 13 cm was placed. 10. What is the name, model no. And lot no. For any additional device used during the procedure? N/a. 11. In which sequence the devices were used if multiple devices were involved? 14fr oscor introducer at lfa, removed, held pressure for hemostasis, access rfa for 2nd new oscor introducer and impella cp insertion. 12. Are the devices available to return to oscor for evaluation? Yes.